Event description:
The device was used during enteral feeding. Reportedly, five hrs after placement of the tube, the pt developed peritonitis. The product replaced an existing feeding tube which was a 18 fr foley catheter. The hosp has reported no pt injury occurred. An x-ray to confirm placement was not performed.